Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and posterior 1 and 3 (p1, p3) prolapse for a mitraclip procedure. The plan was to implant two clips, and the first clip was to be placed on p3. A grasp was attempted on the valve, and too much of the valve was grasped. The grasp was re-performed and the clip was closed, but there was backflow visualized about 1 to 2mm away from the clip's position. A leaflet perforation was suspected, and the clip was opened without losing the grasp to confirm. The perforation was not obvious, but suspected. A re-grasp was considered, but the valve was in poor condition and there was a risk of further deterioration of the perforation, therefore the clip was held in place and reclosed to finally implant. A second clip was then placed on p1 and the procedure was completed. Upon further examination, there was a slight regurgitation that could not be visualized in 3d, and it was concluded that there was a high possibility of perforation. The final mr was mild (grade 1), and there was no major impact on the patient.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.